Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance with pump settings and programing. The customer states their levels had gone as high as 515mg/dl. The customer treated with manual injection. The customer was assisted with pump settings.